Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was unresponsive per emergency medical service from home and the patient received automated external defibrillation rescue shock enroute to the hospital. Upon arrival to the emergency room, interrogation via merlin.net transmitter, showed patient received a total of nine appropriate discharges from the device for ventricular fibrillation. Upon review of the electrocardiogram, the device discharges were unsuccessful in converting the patient¿s rhythm. Patient is currently intubated in the cardiac unit and is being treated for heart failure. Patient has a history of ventricular tachycardia ablation twice and physician was provided with full device interrogation. Device and leads testing was normal and stable. Device will be monitored. Patient is recovering.